Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the vitrectomy probe does not cut. The vitrectomy probe did pass priming and testing. Add'l info received stated the vitrectomy probe was switched out and the case was completed. No pt injury was reported.